Event description:
Note: this report pertains to the first of two devices used during the same procedure. Manufacturer report # 3005099803-2014-03905 pertains to the second device used. It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2014. According to the complainant, the patient was noted to have a deep vaginal canal. It was reported that during the insertion of the sheath into the patient's cervix, the sheath was bent at the middle. A second procedure set was used and the same thing happened. The procedure was not completed due to this event and the patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.